Event description:
Initial result for a pt calcium was 7.1 mg/dl. When repeated on another analyzer, the result was 8.2 mg/dl. The incorrect result was not used to guide pt therapy. The field service rep corrected the discrepancy by recalibrating both instruments.